Event description:
It was reported that during activation of therapy, the patient experienced shocks and pain. The electrode was alleged to not be func tioning properly, and it was indicated at a hospital that the electrode might have to be removed. Additionally, the recharger cable was reported to be fraying. The patient was referred to a hospital in genova and advised to contact the neuro team for further evaluation and to provide device information for ordering a new recharger cable or to request it directly from the neuro team. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead; product ID: neu_recharger_acc, (serial: unknown); product type: 0213-recharger; implant date: n/a; explant date: n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was not determined. At the moment no action has been taken. The patient will undergo follow-up in the next months. The event resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.